Event description:
It was reported the device was used during a prostatectomy procedure. It was reported by the affiliate that the clips would not hold. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, yes; clip in jaw, yes; clip stack pressure, good; clip staging, good; clip track location, good; condition of cartridge cover tabs, yes; and total # clips remaining, 14. Functional tests & results: anti-backup functional, yes; clip form properly, yes; clip feed properly, yes; cycle applier, yes; lockout functional, yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, no conclusion could be reached as to what may have caused the reported incident "that the clips would not hold" during surgery. The applier was received with the body bowed and with the jaws partially closed and with the clip in the jaws partially formed and closed at the tips. The applier cylce was completed, with the clip forming properly. The remaining 13 clips fed and formed properly, within design specifications and without incident. Each instrument is evaluated during the assembly process to ensure that it functions properly. The applier body may become bowed if pressue is applied to the front of the shaft assembly and a torquing motion is applied to the handles, which may cause the body assembly to bow or flex open.